Event description:
The customer obtained non-reproducible higher than expected vitros trop I es results from multiple patient samples (patient 1 = 0.123 ng/ml, patient 2 = 0.069 ng/ml, patient 3 = 0.108 ng/ml) and from an unspecified test sample (0.086 ng/ml) run on the vitros eciq immunodiagnostic system. The expected vitros trop I es result for each sample was < 0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected vitros trop I es result was initially reported out of the laboratory for patient 1, however a corrected report was issued based on repeat testing. The higher than expected vitros trop I es results for patients 2 and 3 were not reported out of the laboratory. There was no report of patient harm as a result of this event. This report is number two of four MDR¿s for this event. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible higher than expected vitros trop I es results were obtained from multiple patient samples and an unspecified test sample run on the vitros eciq immunodiagnostic system. Review of vitros trop I es quality control from the time frame of the event did not identify the occurrence of a reagent malfunction. Results of precision testing demonstrated that the vitros eciq immunodiagnostic system was performing as expected during the time frame that the three affected patient samples were run. The patient samples were not processed in accordance with the tube manufacturer¿s recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. For the three affected patient samples, a definitive root cause could not be determined. However, pre-analytical sample processing cannot be ruled out as a potential contributing factor. The root cause is unknown. The unspecified test sample was run on a later date, and results of precision testing demonstrated that the vitros eciq immunodiagnostic system was not performing as expected at the time. An ocd field engineer replaced multiple parts within the microwell incubator and performed subsystem cleaning and adjustments. Following these actions, acceptable vitros trop I es performance was observed. For the unspecified test sample, the root cause of the event was most likely instrument related.